Event description:
It was reported that during an implant attempt the helix on the lead was not able to screw out. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis revealed that the lead was received with the helix extended and bent slightly. Helix extension, retraction and length values are within specification.